Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): findings: it was reported that the ht70 ventilator's generated an abnormal noise. An oxygen mixer (serial: (B)(4)) with green hose was received under the complaint number. The reported symptom was verified from the oxygen mixer. The oxygen mixer was installed on a test ht70. The unit was adjusted to standard settings. The mixer was adjusted between the 21%, 40%, 60%, 80% and 100% to check for abnormal noise, noise can be heard between 50% and 100%. Mixer disassembled, found dirty filter, and a stained diaphragm. Root cause of abnormal noise cannot be determined as the mixer is clean and free of abnormal material. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a time of maintenance the ht70 ventilator generated abnormal noise at the 60% setting of the fio2 value. There was no patient involvement. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem caused by the faulty component. If information is provided in the future, a supplemental report will be issued.